Event description:
Event description cpi received information that this transvenous defibrillation lead was oversensing and exhibiting an out-of-range high impedance reading after shocking. During revision, the recently replaced implantable cardioverter defibrillator (ICD) was noted to have never been sutured in place and had a lot of play in the pocket. The lead was twisted from the pocket all the way into the heart. The doctor also suspected that the patient had manipulated the device.